Event description:
It was reported that this patient was admitted to the hospital due to this patient experiencing dizziness as a result of the pacing inhibition of less than one second. Upon admission, the patient underwent an upgrade procedure. An x-ray and fluoroscopy were performed and no non-boston scientific lead fracture was found. It was suspected that the pacing inhibition was due to the non-boston scientific lead being placed in a boston scientific header. During the upgrade procedure, a device interrogation attempt was performed. However, the interrogation was unsuccessful as a result of a known usb port issue on the programmer. Upon finishing the upgrade procedure, the physician opted to continue to use the boston scientific programmer and placed the wand in a sterile sleeve, and left it on the device to stay connected to it. Finally, the new non-boston scientific device was successfully interrogated. At this time, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.